Event description:
Additional information provided from the field indicated that the patient was again seen, and high thresholds and loss of capture involving the rv lead were observed. The patient reported experiencing some dizzy spells, but there were no pauses in their heart rate. A revision procedure will be planned within the next several months and for now the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an appropriate shock which led to the right ventricular (rv) lead to being micro-dislodged. An increase in thresholds was also noted. The patient¿s device was reprogrammed, which slightly lowered the pacing impedance measurements of the rv lead. The patient was dismissed and will continue to be monitored. The rv lead remains in service. No adverse patient effects were reported.